Event description:
Related to MFR report # 2183959-2012-01043. In (B)(6) 2011, the patient was implanted with an elevate posterior. It was reported that the patient had pain and the doctor went in and removed the locking eyelets from the device. Additional information received on (B)(4) 2012 indicates the patient is doing well and pain is much better.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.